Event description:
The report stated that the patient received 2nd degree burns to 1.5% of his body during a wide lesion excision with possible graft or flap of the left cheek. The electrosurgical pencil arced and sparked from the tip to the oxygen mask and a fire ignited burning the patient's right eyebrow, right eye lashes, right cheek, right shoulder, upper lip, and deeper burns into the muscle. The electrosurgical pencil was not a covidien product. The patient was recovering from the burns but expired due to a non-related medical complication in 2008.

Manufacturer narrative:
Date of initial report: 12/16/2008. The unit was received by covidien qa with apparent shipping damage. The extent of the damage precludes the ability to evaluate the generator. If any further information becomes available, a follow-up report will be submitted.